Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Note: facility information (B)(6). Reason for device explant and/or reoperation: deflation. Concomitant medical products: 350cc mentor siltex contour profile high saline breast implant catalog: 3542712 lot: 7477175 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision surgery with a 350cc mentor siltex contour profile high saline breast implant experienced right sided deflation post procedure. As a result, patient underwent removal and replacement with a 350cc mentor siltex contour profile high saline breast implant on (B)(6) 2019.